Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received 2 results of "lo". The normal control range was 76-109 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent out to the customer.